Event description:
(B)(4). It was reported that post coronary stenting treatment, restenosis occurred. In (B)(6) 2012, angiography confirmed restenosis of the 3.50 x 20mm taxus exp2 stent that had been placed in the proximal right coronary artery. In (B)(6) 2012, pci was performed. The patient was hospitalized and has recovered.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).